Event description:
A consumer reported having poor near vision following bilateral intraocular lens (iol) implant surgeries. He also reported being seen by a retinal specialist for treatment of his background diabetic retinopathy (bdr). He reported having bleeding in the back of the eyes. In a follow-up, the surgeon reported the consumer experiences contrast sensitivity and poor distance and near vision in low lighting conditions. He reported the events continue and not expected to resolve due to worsening diabetic retinopathy. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/12/2009, 10/30/2009 and 11/04/2009 by phone, fax, and mail. A completed questionnaire was received on 10/30/2009. (B) (4). (B) (4). (B) (4).